Event description:
During the operation, the tip of the driver shaft was fractured. When positioned the acetabular dome hole plug, insertion angle did not align the orientation of the screw and forced to assemble them with high strength. The surgeon did not used the plug.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During the operation, the tip of the driver shaft was fractured. When positioned the acetabular dome hole plug, insertion angle did not align the orientation of the screw and forced to assemble them with high strength. The surgeon did not used the plug.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. A review of medical records was not performed as none were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history indicates that there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive force by the user. The event description suggests that the acetabular dome hole plug was not properly aligned with the hole in the acetabular shell when it was tightened. Forcing, and likely cross-threading, the dome hole plug would require excessive torque and likely contributed to the fracture. No material or manufacturing defects were noted during the investigation.